Manufacturer narrative:
Additional information: b7 and h10. Upon follow up it was reported the non- baxter pd catheter line was cut and not the amia cassette patient line; therefore, based on additional information received, the amia automated pd cycler set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette was accidentally cut while taking a shower. Rts had the caregiver (cg) call the nurse. The cg would take the patient to the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.